Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The date of event is estimated. Additional patient information not received.

Event description:
Related manufacturing report number: 3006705815-2020-00915. It was reported that the patient's scs system was explanted approximately 3-4 years ago because they were not receiving adequate stimulation. No other information is known.